Manufacturer narrative:
Product event summary #geo event description: it was reported that this ins was explanted because it spontaneously shut off. Preliminary geo assesment: none since lack of data preliminary geo conclusion: inconclusive for now. (B)(6). (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had spontaneously shut off. There were no patient symptoms or injuries related to the event. The ins was replaced. It was later reported that the patient was doing well after the revision.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
After review it was noted the analysis summary was omitted from the previous report. Final analysis of the stimulator revealed no significant anomaly. The battery was not in new condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.